Event description:
Minerva endometrial ablation device used at time of laparoscopic bilateral salpingectomy for sterilization. The deployment of the device per manufacturer's instructions resulted in bilateral fundal uterine perforation.